Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during medical rounds, the device was identified to have damage to the pneumotaponator balloon with leak fan alarm. There was loss of lung volumes and desaturation of the patient. Since (B)(6) 2019 the patient had desaturation and lung volumes were reported to leak. The doctor on duty was informed who indicated endotracheal tube change and was performed without complications.